Manufacturer narrative:
The subject device was not returned for evaluation. As stated in the event section, the case was reported by user to complete the report task and that the device had no fault. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported during a gastroscopy procedure, it was found that the image was blurry. The device was replaced with another device and the intended procedure was completed. No harm was reported. No patient harm, no user injury reported . Per the report, according to the feedback from the field service engineer (fse), the case was reported by user to complete the report task and that the device had no fault. Device is not returning. This report is being submitted for the compromised image (blur)- sporadical failure- failure cannot be confirmed but occurrence is likely.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the root cause of the of the reported blurry image could not be determined, as the device was not returned for investigation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.